Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was caused by the drawer failure. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system drawer 7 failed and unable to recover when trying to load a medication. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.